Event description:
It was reported that vessel dissection occurred. The target lesion was located in left anterior descending artery (lad). A fighter guide wire was advanced to cross the lesion. However, during the procedure, an antegrade dissection occurred. No further patient complications were provided.

Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.